Event description:
Surgeon was retrograding the screw and the pin broke (hammertoe procedure). Surgeon states the pin broke in two different places and he ended up using a metal k-wire (not from trim-it kit) next to the bio-absorbable piece in the bone. Bio-absorbable pieces of the trim-it drill pin were left on the pt's bone. Surgeon completed case with an old fashion technique. Surgeon reported no adverse consequences with the pt as a result of event. This device is used for treatment.

Manufacturer narrative:
DHR review revealed nothing relevant to this event. Device was not returned for eval and customer's complaint could be verified. The cause of the event can not be determined from the info available. This is the first complaint of this type for this part / lot number combination.